Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was intended to be implanted within the esophagus of a patient, during an esophagogastroduodenoscopy procedure performed on (B)(6), 2010. According to the complaint, during preparation for the procedure, when they attempted to load the polyflex esophageal stent in the delivery system, the stent developed a wrinkle in the proximal flair end. They did not attempt to use the device within the patient. A second polyflex esophageal stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned stent did not reveal any obvious signs of contamination, discoloration, missing parts or design irregularities. The color of the stent was white according to specification. The radiopaque markings were clearly visible. The stent body was partially destroyed; particularly at the edges destroyed mashes were visible. Close examination of the delivery system did not reveal any irregularities. Due to the destroyed mashes the function test was not possible. The damages noticed are most likely procedure related; therefore based on the condition of the returned device and the evaluation conducted the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was intended to be implanted within the esophagus of a patient, during an esophagogastroduodenoscopy procedure performed on (B)(6), 2010. According to the complaint, during preparation for the procedure, when they attempted to load the polyflex esophageal stent in the delivery system, the stent developed a wrinkle in the proximal flair end. They did not attempt to use the device within the patient. A second polyflex esophageal stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.